Event description:
It is reported this event occurred in the pt's room. The insertion site was noted as arm. Upon removing the stylet from the navilyst catheter after catheter placement, the tip of the stylet separated. The nurse reported no excess force was used to remove the stylet. The catheter and stylet were immediately removed from the pt and a new catheter and stylet were used. There is no reported delay in treatment. No reported pt injury, complication or death.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.